Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received low battery alert alarm prior to replace battery now alarm. The customer states the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that the insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display during testing. Unable to determine the root cause, problem isolated to the electronic assembly on electrical board. Unable to verify battery power loss alarm due to blank display.